Manufacturer narrative:
The insulin pump failed displacement test due to encoder signal out of phase. No prime alarms noted. The drive support disk was inspected and anomalies noted. Unit received with cracked case at reservoir tube window corners, broken reservoir tube lip, missing reservoir tube o-ring, cracked battery tube threads and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose level was 139 mg/dl at the time of the incident. The customer stated that the drive support cap was protruded. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.